Manufacturer narrative:
Block b3: approximated based on the date the article was received. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block g2: literature source: rishi pawa, et al. Cholecystocolonic fistula following endoscopic ultrasound-guided gallbladder drainage for stump cholecystitis. Clinical journal of gastroenterology (2023) 16:116-120. Https://doi.org/10.1007/s12328-022-01726-1. Block h6: imdrf patient code e2314 captures the reportable event of fistula imdrf impact code f2202 captures the reportable event of endoscopic intervention performed to address the patient complication.

Event description:
Boston scientific became aware of an event involving axios stent and electrocautery enhanced delivery system through the article titled, "cholecystocolonic fistula following endoscopic ultrasound-guided gallbladder drainage for stump cholecystitis" by rishi pawa, et al., per the article, the patient experienced diarrhea and cholecystocolonic fistula. The fistula was confirmed through upper endoscopy with cholecystoscopy 4 weeks after eus-gbd. A computed tomography (CT) scan with oral contrast was obtained and scope clips were used to close the cholecystogastric tract. Please see the referenced article for full details.